Event description:
During a carotid stenting procedure, the pt had an episode of bradycardia and hypotension, which was treated with atropine and neo-synephrine. Thirty-one hrs post-procedure, the pt suffered a myocardial infarction (mi). The pt is a female with a history of 3-vessel coronary disease and chronic angina. The pt was enrolled in the study. The target lesion was the right internal carotid artery (ica). The vessel was described as moderately calcified and circumferential. Tortuosity was mild. The rate of stenosis was 80%. The physician made access to the pt in the right femoral artery. An arch aortogram and selective carotid angiogram was performed. Following angiography a cook shuttle sheath was inserted and a 6 mm angioguard distal protection device was advanced and positioned in the target vessel, distal to the lesion. Pre-dilation was performed with a 4 x 20 aviator balloon. During pre-dilation, the pt suffered an episode of bradycardia and also became hypotensive. Atropine and nitroglycerin were administered. Following pre-dilation a precise stent was successfully placed at the lesion and post-dilated with a 5 x 20 aviator balloon. The pt's heart rate and blood pressure was stabilized. The procedure was successfully completed. The pt tolerated the procedure well and was neurologically intact when taken from the angio suite. The physician noted that the bradycardia and hypotension was due to balloon angioplasty induced baro-receptor trauma, which was successfully treated overnight with neo-synephrine. Approx thirty-one hrs post-procedure, the pt suffered an mi. The pt's peak troponin was 19.88 the morning of 2008. Later that day, troponin dropped to 12.9. The pt was discharged the next day. There were no new complaints. She was discharged home in stable condition. There was no chest pain. The pt was free of focal neurological effects.

Manufacturer narrative:
The prod is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two prods involved with this event which is associated with mfg report # 9610978-2008-00172, 1016427-2008-00192 and 9616099-2008-01701.